Event description:
It was reported "I inserted a PICC line this afternoon and the 'breakaway introducer' broke- but not the right way' when I went to break it-the top right white piece actually separated from the long stiped piece. I had to use the PICC line itself to break through the introducer." No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of a peel-away sheath tab breaking off in use could not be confirmed based on evaluation of the customer supplied photo. The photo was a diagram by the customer of the device indicating where the damage occurred, the actual device was not pictured. Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". A device history record review performed identified a finding for which the relevance could not be determined without the device sample to evaluate. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "I inserted a PICC line this afternoon and the 'breakaway introducer' broke- but not the right way' when I went to break it-the top right white piece actually separated from the long stiped piece. I had to use the PICC line itself to break through the introducer." No patient injury, harm, or consequence reported. Patient condition reported as "fine".